Event description:
The customer reported a system error (se) 2240 alarm, followed by an se 2367 alarm, which occurred on the homechoice (hc) during use. The hp stated that "go" may have been pressed prematurely. The hp would resume therapy with all new supplies. There was patient involvement, however no patient injury nor medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem could not be confirmed, as the device was not returned for evaluation. Therefore the cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional relevant information becomes available.